Event description:
According to the reporter, during a robotic anterior resection, the anvil was attached to the circular stapler and approaching to fully close. At the final examination, the colon was found to be twisted, so the surgeon had to open the circular stapler again and detach the anvil to adjust the twisted colon to correct the position. A new anvil was replaced. One day after the initial surgery, the patient complained of pain in the pelvic area. On (B)(6) 2025, a computed tomography (CT) scan was performed prior to admission into the operating room for wash and re-anastomosis. An anastomotic leakage was discovered when a stool went into the drain, and the patient had an additional surgery to control the anastomotic leakage. The patient was admitted into the intensive care unit (ICU), recovering, but got a bit of sepsis. Hospitalization was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted the anvil of the instrument was observed to be tilted and separated from the instrument. It was reported that there were difficulty in approximation and staple line content leak. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.